Event description:
This bipolar cord failed to work during a cataract extraction procedure. Another cord was used for the procedure. The procedure was delayed 7 minutes. There was no effect on the patient.